Event description:
Doctor was wearing a ronin x6 headlight. Doctor looked out to the field above the loupes and the light was pointing at the surgical gown. After a minute the gown started to steam/smoke. The light was then pointed away. No burn hole in the gown.